Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during support on impella cp, the patient's family planned for comfort measures only due to the patient's neuro status/stroke and patient wishes. Care was withdrawn and the patient expired.

Manufacturer narrative:
Correction: g4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.